Manufacturer narrative:
The system was examined and the reported event was not confirmed or replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the phacoemulsification function suddenly stopped. The cassette, and handpiece were exchanged and a restart of the system was performed but there was no resolution to the issue. Additional information has been received indicated the surgical case was completed using an alternate system.